Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal outer set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The proximal outer suj was analyzed and found to have a functional test failure related to the brakes leading to error 40084. The complaint was confirmed based on failure analysis. The probable root cause is attributed to component failure of the horizontal brake on the set up joint.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report presentation of a recoverable and non-recoverable fault by the system. Prior to calling in, the customer had begun a hard power cycle. The technical support engineer (tse) was not able to locate reported errors in the logs and the customer was unable to recall the error number presented. The system powered back on without error and the customer was continuing with system use, however, later called back to report that the faults persisted. The tse instructed the customer to hard cycle all components again, but to no avail. As a result, the robotic procedure was aborted and converted to laparoscopic surgery with no reported injury.